Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, patient underwent revision surgery due to pull-out of two screws. During the procedure, there was a small cement leakage in the canal during the introduction of the confidence cement. Radiologically, the cement did not come out of the holes on the implanted screw. This report is for a si polyaxl screw 7 x 50mm. This is report 1 of 2 for (B)(4) and captures the required revision surgery. The cement leakage is captured under (B)(4).